Event description:
Follow-up information indicated the lead implanted at the s1 vertebral level was explanted and replaced. The patient did not experience motor stimulation with the replacement lead and reported receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
The patient has 3 leads implanted, one at s1, one at l5 and one at l4. It was reported the lead implanted at s1 is causing the patient to experience motor stimulation rather than pain relief. Surgical intervention make take place at a later date.